Event description:
The customer reported that having unexplained large ketones and high blood glucose of 204mg/dl, and she has treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found motor error alarms. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. The customer called back the next day and stated that she went to the hospital, and while being at the facility the insulin was changed out. The customer stated that once she began using the new insulin her glucose level started decreasing. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.